Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-03374. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.